Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The health care provider, consumer, and manufacturer representative reported that the patient was having uncontrolled vomiting, shocking, and was being stimulated inappropriately. The health care provider (hcp) did not have a clinician programmer to check the patient's implantable neurostimulator (ins) with. The patient arrived in the hospital on (B)(6) 2015 and was still there now. The patient was still in the hospital on (B)(6) 2015 and the implant had not been interrogated yet. The manufacturer representative sent a programmer and the patient refused treatment. The uncontrolled vomiting and shocking had not been resolved. The indication for use for this patient was gastric stimulation. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.